Event description:
The generator was sent to valleylab for no cut function; however, when the generator was powered on, it was self-activating. The customer was contacted and no pt injuries had occurred.